Event description:
It was reported to philips that the system did not emit x-ray when stepped on the fluoroscopy foot pedal. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedures was performed by the customer; customer restarted the system still the issue persisted and completed by pressing the fluoro switch for multiple times. The philips field service engineer (fse) inspected the system on site and confirmed that fluo failed during procedure. Review of the system log file showed generator report 02ww error. To resolve the issue, fse swapped the q and 2q in the generator and found an issue with the kvma control board. To resolve the issue, fse replaced unit dig. Kv ma control. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.